Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays oxygen (o2) range error. The issue occurred during patient use, the customer reported the unit was replaced and no patient consequence is associated with the event. During troubleshooting, the customer determined that replacing the turbine resolved the reported issue.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect turbine assembly for investigation. The reported issue of the oxygen range error was unable to be duplicated; however the unit alarms ventilator inoperable due to a faulty turbine interface printed circuit board assembly. This issue will be internally investigated within carefusion.